Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was still not working and she believed she knew why. The consumer stated that the programmer antenna stopped working and was unable to connect with the implant and she thought this was because the battery was not strong enough to send the programmer a signal. When they moved the antenna around they could get a slight recognition but the antenna was not connecting with the implant. The consumer reported that this was what happened when the recharger didn¿t work because the connector pin was loose and they needed a new programmer antenna. It was clarified that the desktop charger had already been replaced and that the issue they were having now was with the programmer and not the recharger. A poor communication screen was seen on the programmer with and without the antenna. The recharger was able to connect fine and worked and she used it every day, however, the stimulator was still not working. The indications for use were non-malignant pain, failed back surgery syndrome and chronic low back pain. No patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their weight at the time of their issues was (B)(6) lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that things were working well now.